Manufacturer narrative:
08/14/2019, 09:28:06, peoplr2: evolutpro-29-us valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.